Event description:
It was reported a revision surgery was performed less than four months after surgery after the patient felt a snap and was unable to weight-bear.

Manufacturer narrative:
Please see attached for the investigation results. (B)(4).

Event description:
It was reported during the revision the nail construct was removed.